Event description:
It was reported that; 6.0 vitallium rod snapped in rod bender.

Manufacturer narrative:
Method: device history review. Results: the reported lot met all inspection criteria prior to release. The implicated device was not returned for evaluation, so testing and inspection could not be performed to aid in root cause analysis. Conclusion: the most likely cause of the fracture is multi-factorial and includes contributions from the laser marking orientation, the french bender setting, and the amount of applied load.

Event description:
It was reported that; 6.0 vitallium rod snapped in rod bender.